Event description:
Bed had a note stating that the brakes wouldn't hold if the bed was bumped/pushed hard.

Manufacturer narrative:
Tech replaced pt left brake/steer caster and both brake casters. Unit is operating properly.